Manufacturer narrative:
The analyzer's serial number is (B)(6). Calibration and qc were acceptable. It was noted that maintenance was performed and the sample probe was manually cleaned. The field service representative performed checks and tests with acceptable results. He found that the water tank had a layer of contamination and he cleaned it. The investigation is ongoing.

Event description:
There was an allegation of questionable magnesium gen.2 results for 1 patient sample and questionable calcium gen.2 results for 1 patient sample on a cobas c 503 analytical unit. Sample 1: the initial magnesium result was 4.2 mg/dl. The sample was repeated on another module (beckman dxc700), and the repeated result was 2.2 mg/dl. Sample 2: on (B)(6) 2025, the initial calcium result was 11.4 mg/dl. The sample was repeated on another module (beckman dxc700), and the repeated result was 9.2 mg/dl. The repeated results were believed to be correct. This medwatch will apply to the magnesium gen.2 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the calcium gen.2 assay.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. A general reagent issue was excluded. The field service representative replaced the reagent probes and performed adjustments. He performed tests, which confirmed the instrument was performing within specification. The investigation determined that the service actions resolved the issue.